Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) and a 3-lumen catheter for evaluation. Visual and microscopic examination of the swg revealed a kink in the swg body on the distal end. Offset coils were examined near the j-bend tip and both the proximal and distal welds were intact, full, and spherical. Visual examination of the catheter revealed no defects or anomalies. The kink in the swg was located approximately 237 mm from the distal end of the swg. The offset coils were located approximately 13 mm from the distal tip of the swg. The length and outer diameter of the swg were measured and were found to be within specification. The length of the catheter was also within specification. A lab inventory swg with an outer diameter of .882 mm was able to advance through the returned catheter with minimal resistance. This indicates that the returned swg should have been able to advance through the catheter as well. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The IFU also states that if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. The report of a damaged swg was confirmed through visual inspection of the returned sample. The swg contained a kink on the distal end. The swg met dimensional specifications and a lab inventory swg with an outer diameter of .882 mm was able to advance through the returned catheter with minimal resistance. This indicates that the returned swg (od: .852) should have been able to advance through the catheter as well. A device history record review did not reveal any manufacturing issues. Based on this information and the condition of the returned sample, it was determined that unintentional use error caused or contributed to this complaint. Teleflex, will continue to monitor and trend for results of this issue.

Event description:
Complaint description: resistance was met when advancing catheter through guidewire. Guidewire was removed along with catheter, and physician found it kinked. A new cvc was inserted. Bleeding at the original insertion site was noted. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: resistance was met when advancing catheter through guidewire. Guidewire was removed along with catheter, and physician found it kinked. A new cvc was inserted. Bleeding at the original insertion site was noted. No patient harm reported.